Event description:
It was reported by service report that the foot end brakes would not hold. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - spiral retaining ring.